Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08860 inches. No device test failed/drive, motor anomaly or pump error 43 alarm noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 28-jul-2025, multiple pump error 43 alarms found started from 00:51:47 to 02:01:39. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage found on the pump case. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Device test failed not confirmed. Drive/motor anomaly/pump error 43 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section a4 - patient weight has been changed from 210 to 250 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was not taken treatment for hyperglycemia.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump displayed pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), temporarily stopping insulin delivery and experienced hyperglycemia. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1884,mmt-243a,mmt-7040ma,mmt-332a. Troubleshooting was performed for pump error pump alarm was cleared, and the rewind was successfully completed, but the displacement test failed. The pump is non-functional due to a motor issue. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for insulin flow block alarm. Customer was reporting current event and troubleshooting concluded insulin pump was working as designed. No further patient complications were reported. Mmt-1884,mmt-243a,mmt-7040ma,mmt-332a no product return was expected.